Event description:
A stryker core micro drill was sent in for repair due to overheating during a procedure. No adverse event was associated with the device; another device was used to complete the procedure without any procedure delay.

Manufacturer narrative:
During failure analysis, the overheating was not duplicated. However, upon disassembly, the rotor bearings were confirmed to be corroded and an o-ring seal was broken. Corrosion damage to the press plug and the mid speed motor was also noted. The broken o-ring was identified as the probable cause of the failure. The damaged parts were replaced and the device was repaired and returned to the customer.